Event description:
It was reported that patient underwent an explant procedure for unknown reason.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 15096105/ 15096105.

Event description:
It was reported that patient underwent an explant procedure for unknown reason. Additional information was received that patient expressed therapy was not working.

Event description:
It was reported that patient underwent an explant procedure for unknown reason. Additional information was received that patient expressed therapy was not working.

Manufacturer narrative:
Sc-1110-02 (sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.